Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's insulin pump representative called for assistance in programming a replacement insulin pump. The caller stated that she inserted a new battery and vertical lines appeared on the screen. The caller then stated that the customer had been to the emergency room for treatment due to high blood glucose levels. The reported blood glucose reading was 331 mg/dl. Nothing further was reported.